Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead had oversensing with noise. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.